Event description:
Nauseathe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea. There was no report of any serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b: adverse event/product problem, outcomes attributed to ae and box h: device manufactures health impact grid. The following correction has been updated in this report in box b: adverse event/product problem-both, outcomes attributed to ae-other and box h: device manufactures health impact grid-serious injury/illness/impairment.